Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it failed, resulting in zero volts discharged. Share data logs were reviewed, finding nothing related to the customer complaint. However, a transmitter error was observed in the share data logs. Based on the findings of a transmitter error this is now reportable. The complaint of low transmitter battery could not be confirmed. The root cause could not be determined, post investigation.